Event description:
It was reported during an implant procedure that there was high lead impedance on the lead and a failure to deliver high voltage shock therapy was observed on the ICD. The system was explanted and replaced. No further issues were reported and patient status was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of high hv lead impedance and output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark could not determine the origin of the material. The device was tested using automated test equipment and the hv output circuit was damaged.(B)(4).